Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during pretest, water leaked from the inflation valve. On injecting water through the inflation valve using the syringe of the tray set, water leaked from the inflation port.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. DHR review is not required. A labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that during pretest, water leaked from the inflation valve. On injecting water through the inflation valve using the syringe of the tray set, water leaked from the inflation port.